Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-09. H6: investigation summary: our quality engineer inspected the photograph and sample submitted for evaluation. Bd received one photograph which displayed product with the reported leakage. The reported issue was confirmed upon inspection of the of the sample. Bd did not perform testing on the sample due to safety restrictions. Bd determined that the indicated failure was most likely attributed to the design of the material. The failure could not be replicated in bd¿s manufacturing process as well as our supplier¿s process. A new design has been proposed by the supplier in order to reduce the occurrence of this type of failure. Quality records have been consulted for tracking and trending purposes and this was the 3rd occurrence of this failure mode, and preventative actions have been taken to reduce future occurrences. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed, and the failure mode was not found. H3 other text : see h10.

Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked blood from the infusion connector and extension tubing. This occurred 90 separate times during use. The following information was provided by the initial reporter, translated from chinese to english: the head nurse reported that the nurse in the department frequently found blood leakage at the connection between the needleless infusion connector and the extension tube during the indwelling needle infusion operation in (B)(6) 2021 which caused the need to renew.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked blood from the infusion connector and extension tubing. This occurred 90 separate times during use. The following information was provided by the initial reporter, translated from (B)(6) to english: the head nurse reported that the nurse in the department frequently found blood leakage at the connection between the needleless infusion connector and the extension tube during the indwelling needle infusion operation in (B)(6) 2021, which caused the need to renew.